Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified vessel in the left anterior descending (lad) artery. The 3.0x38mm xience skypoint stent delivery system (sds) was prepared (air aspiration) outside the anatomy prior to use and advanced to the guide wire, however, blood was noticed in the stent catheter system when the technician pulled negative prior to inflation attempt. There was resistance during advancement due to heavy calcification. The sds was removed from the body intact. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was confirmed. The reported difficult to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified vessel during advancement causing the reported difficulty to advance and subsequent shaft leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.